Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sense portion of the lead was capped due to low impedance. An externalized conductor was observed. The defib portion remains active.